Event description:
It was reported to boston scientific corp in 2009, that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed in 2009. According to the complainant, during the procedure, the guidewire started to fray as it was pulled through the abdominal incision. The guidewire was then cut with wirecutters at the incision site and pulled back out through the patient's mouth. The procedure was completed by the using another endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information form that review, supplemental medwatch will be filed.